Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8120891, medical device expiration date: 07/31/2023, device manufacture date: 04/30/2018. Medical device lot #: 7240991, medical device expiration date: 09/30/2022, device manufacture date: 2017-08-28. Medical device lot #: 8036912, medical device expiration date: 04/30/2023, device manufacture date: 02/05/2018. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for cannula damaged/cracked and cannula broken on lot # 8120891, lot # 7240991 and lot # 8036912. Investigation summary: customer returned photos of 1/2cc syringes. Customer states that there is a crack in the cannula and the cannula is broken. All photos were examined and cracked barrels and a damaged hub were observed. A review of the device history record was completed for batch# 8120891. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 7240991. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200720172, 200720171] noted for damaged barrel. There were five (5) notifications [200719948, 200720205, 200720038, 200719960, 200719959] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8036912. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200756423] noted for cracked hubs. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cracked barrel and damaged hub) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for cracked barrel and damaged hub: defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd microfine¿+ insulin syringes had a crack in the cannula. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: crack in the cannula / broken cannula.